Manufacturer narrative:
Other, other text: h10 ? Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the enclosure was stained red in the water tank. Both covers were cracked and stained red. The line cord was worn and the pump was very noisy. The investigator filled the tank with water, attached temperature check fixture, plugged in the line cord, and turned on the power switch. The customer reported product problem (broken float switch) was not confirmed during testing. No fault was found with the device. The aforementioned worn components were replaced and preventative maintenance was performed.

Event description:
Information received a smiths medical fluid warming level 1 hotline low flow systems - hl-390 reported a suspected broken float switch. No patient adverse events reported.